Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead cut in two pieces was returned for analysis. Internal insulation abrasion was found at 27.6cm to 28.0cm from the distal end. External insulation abrasion was found at 23.3cm to 23.5cm and 26.2cm to 26.5cm from the distal end. The etfe coating was intact at these locations. Electrical measurements that could be performed were normal.

Event description:
It was reported that during device change out, externalized conductors were observed via x-ray. The lead was explanted.